Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application notifications are no longer working. There was no report of injury or medical intervention. No additional patient or event information is available.